Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to constant downstream occlusion alarms, which were not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. Eval found a failed downstream sensor to be the cause. The failed downstream sensor was replaced. See scanned page.

Event description:
It was reported that a spectrum pump displayed the downstream occlusion message. It was also reported there was no pt involvement.